Event description:
The facility reports the resident was being transferred from the chair to the bed. Upon being raised, the shoulder clip became or was unattached and the resident fell to the floor, striking the back of their head. The resident suffered a laceration to the back of their head.

Event description:
The facility reports the resident was being transferred from the chair to the bed. Upon being raised, the shoulder clip became or was unattached and the resident frll to the floor, striking the back of his head. The resident suffered a laceration to the back of his head.